Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open. The patient saw wound care when while in the hospital. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown.